Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. The device was interrogated and one episode of ventricular tachycardia (vt) was noted which corresponded with the syncopal episode. Three bursts of anti-tachycardia pacing (atp) were delivered which did not convert the rhythm and actually accelerated the vt. The first 41j shock was unsuccessful converting the rhythm and it advanced to ventricular fibrillation (vf). Finally, the third 41j shock converted the rhythm. No additional adverse patient effects were reported.

Event description:
Information was subsequently received that this patient experienced a vt storm and the patient received six shocks. It was indicated the third shock reverted the rhythm both times. As a result, programming changes were made for therapy optimization. No adverse patient effects were reported.